Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the asymptomatic patient presented for a routine battery change-out. During the procedure, the physician attempted to remove fibrotic material that had formed on the right ventricular lead due to the presence of a non-absorbable antibiotic sleeve. The physician may have nicked the lead or the lead may have had an existing issue, because when the fibrotic material was cut away the lead lost capture and exhibited high impedance. The lead was capped and replaced, and the patient was in stable condition following the procedure.